Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon did not deflate and a patient death occurred. The mildly calcified lesion was located in the left anterior descending (lad) from the ostial left main. Initially two taxus express2 drug eluting stents were implanted in the left circumflex (lcx) and a non bsc stent implanted in the mid lad. Thus far the procedure was successful and without complications. A taxus liberte 3.00x20mm drug eluting stent was advanced to the ostial lad and the stent balloon was inflated up to 11atm. The physician noticed that the stent was not fully deployed and reinflated the stent balloon to 17atm. After the second inflation, the physician was unable to deflate the balloon and exerted additional negative pressure without effect. He attempted to deflate the stent balloon again with another encore device and was unsuccessful. The physician then connected a 50cc syringe and exerted direct negative pressure without deflation. A new guide wire was inserted in an attempt to puncture the balloon, this was not successful either. The patient was â¿¿near cardiac arrest at this point during the procedure and the physician pulled on the device, and it still did not move from the lesion. A third encore device was used and inflated the balloon to 35atm to burst the balloon, but it did not burst. At this point an attempt to deflate, the stent balloon was successful, but the patient was in cardiac arrest and expired. The balloon was inflated for approximately fifteen minutes during the procedure. The contrast solution consisted of a 50:50 ratio of nonionic contrast and normal saline.

Manufacturer narrative:
Device analysis confirmed that it was possible to inflate the balloon to its rated burst pressure (rbp) of 18 atmospheres and fully deflate the balloon from its rbp in approximately 1.5 seconds. This inflate and deflate of the device was repeated several times with no restrictions noted during the deflation of the balloon. An examination of the proximal weld region confirmed that this device was not focally necked down. It was noted that the midshaft section of the device was damaged. The damage was particularly noted at approximately 5-10mm proximal to the port weld, with the corewire kinked inside the midshaft at this section of the midshaft damage. The length of the midshaft measured 160 mm and the specified length is typically approximately 130 mm, indicating that some tensile forces were applied to the midshaft. It is not possible to determine if the damage to the midshaft was present prior to the initial difficulties experienced by the physician, during the deflation and withdrawal attempts of this device, or if it occurred as a direct result of the difficulties experienced by the physician during attempts to withdraw this device. The damage present in the midshaft along with the kinking of the corewire may have influenced the physician difficulties in his attempts to deflate the balloon, if this damage was present in the midshaft prior to the physician meeting with a difficulty in deflating the balloon. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is unknown.